Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported clip becoming caught in anatomy appears to be related to user technique/procedural circumstances. The reported tissue injury appears to be due to the difficulty removing the clip and thus related to procedural conditions. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the cds and chordal damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however the stabilizer was inadvertently advanced as the cds crossed into the ventricle, causing the cds to end up more lateral while under the mitral valve. The clip was inverted and an attempt was made to retract the cds to the left atrium (la). The clip became caught in the chords during retraction. Troubleshooting was performed and the clip was freed however a new small flail was noted on the lateral aspect of the valve. The clip was not implanted and the cds removed. A second cds was attempted to be implanted however, there were challenges grasping the posterior mitral leaflet (pml) and the cds was removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.